Manufacturer narrative:
There was no reported injury or death at the time of the discrepant result. The MDR is being submitted pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020. Based on the investigation completed, the device did not fail to meet specification. There was no indication of consumable or device malfunction.

Event description:
Customer reported a false positive coronavirus results on sars cov-2 assay (us eua-ivd) on the aries. · aries run one, cassette ID (B)(4), positive for (B)(4), negative for n gene. · aries run two, cassette ID (B)(4), negative for (B)(4) and negative for n gene (ran from the same swab as aries run one). · aries run three, cassette ID, ending in (B)(4), patient swab was recollected and was negative. · confirmation testing- hologic- negative for coronavirus. Customer had a previous diagnosis of coronavirus. Patient was getting re-tested as a routine check up for co-vid-2 after previous diagnosis of coronavirus after 97 days. Customer also said the customer was vaccinated for co-vid but was not able to confirm when customer received vaccination. There was no reported injury or death at the time of the discrepant result. The MDR is being submitted pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.